Event description:
It was reported that this peritoneal dialysis (pd) patient had her pd catheter (not a fresenius product) removed due to peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were documented. During the hospitalization, the patient had the pd catheter removed. The patient was permanently transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2025. The clinic did not have any records from the hospital. No culture results or antibiotic therapy were available. The cause of the peritonitis is unknown. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation or evidence of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked bottom cover. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient had her pd catheter (not a fresenius product) removed due to peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were documented. During the hospitalization, the patient had the pd catheter removed. The patient was permanently transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2025. The clinic did not have any records from the hospital. No culture results or antibiotic therapy were available. The cause of the peritonitis is unknown. No further information was provided.